Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the patient reported the implant more or less took away all of their pain symptoms. Patient stated the pain clinic is lowering their opiates and since they have lowered the opiates their left foot is coming back; patient reported event date as recently. Patient reported group a is just their left side but doesn't seem to reach down to their foot, group b just goes down the right side where they don't have issues more or less, and group c is just the right side and is especially useless. Patient added they are charging the implant maybe every 2 days and had been told it would only need to be charged every 4 days. Agent reviewed implant battery depletion rates are based on therapy settings and usage and changing the groups may have impacted this. Agent reviewed and provided phone number. The patient was redirected to their healthcare provider to further address.